Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus customer service, the customer cleaned the contacts of the socket. After cleaning the socket, the function was restored. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during an unspecified procedure the evis exera iii xenon light source had a b30 endoscope communication error. There were no reports of patient harm.